Manufacturer narrative:
Device evaluation- the device was returned for evaluation. The device was given functional testing; this showed the device met with specifications for tidal volume. The reported issue could not be confirmed.

Event description:
Information was received that a smiths medical pneupac parapac plus ventilator was tested prior to use with a patient and the reporter's analyzer read that the device administered double tidal volume. The reporter is not certain if this is due to a ventilator issue or an error from their testing procedures. No adverse effects were reported.